Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances on multiple contacts. Reprogramming was attempted to no avail. In turn, x-rays were scheduled with unknown results. Follow-up revealed surgical intervention was undertaken on 10 april 2018 wherein the physician discovered the lead was out of the epidural space. As a result, the lead was explanted and replaced with a new one. Postoperatively, effective therapy was restored and the issue resolved.